Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the customer in doing so. After the reset, the malfunction did not recur, and the customer was able to continue using the pump.